Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The patient underwent surgical intervention to explant the aus and found the device had fluid loss as a result of broken tubing. A new aus was implanted. The patient is expected to fully recover.